Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject lead was abandoned and capped due to abnormal impedance measurements.

Event description:
It was reported that the subject lead was abandoned and capped due to abnormal impedance measurements.